Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display or moisture damage noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was swimming with her insulin pump on and had a blank screen. The insulin pump kept vibrating and the red light kept flashing. The customer reported that there was fluid in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.